Event description:
Caller tested 4.1 inr on coaguchek s system 1 and 4.7 inr on coaguchek s system 2 while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in coaguchek s system 1 (lot number 879ag10, expiration date 11/30/2010). (B)(4).